Event description:
The manufacturer representative reported that the patient was not able to feel stimulation on one lead as it had gone bad in 2011 following a battery replacement. They were reprogrammed and able to get coverage with the other lead in the body. The patient's indication for use was post lumbar laminectomy syndrome.

Manufacturer narrative:
Concomitant medical products: product ID: 3890, lot# j0309426v, implanted: (B)(6) 2003, product type: lead. Product ID: 3890, lot# j0309426v, implanted: (B)(6) 2003, product type: lead. Product ID: 74002, lot# n267604, implanted: (B)(6) 2011, product type: adapter. Product ID:, 37092 lot# 284540001, implanted: (B)(6) 2011, product type: accessory. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4)

Event description:
The manufacturer representative reported that the patient was not able to feel stimulation on one lead as it had gone bad in 2011. They were reprogrammed and able to get coverage with the other lead in the body. The patient's indication for use was post lumbar laminectomy syndrome.